Event description:
It was reported to vyaire medical that 3100a ventilators mean airway pressure(map) reading would not go above 30cmh2o. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.